Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The devices were manufactured in 2012 and 2018. A clinical evaluation indicated that no clinical information has been provided to perform a thorough medical investigation. Should any additional information be provided this complaint will be re-assessed. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. Factors and/or potential causes that could contribute to the reported event have been identified in the risk management file, including but not limited to fatigue failure of stem, and overloading due to lack of bony proximal support. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that a two stage revision was planned due to septic journey ii bcs knee replacement. No further information available at the moment.